Manufacturer narrative:
(B)(4).

Event description:
It was reported possible far p-wave oversensing was observed, recorded as non-sustained right ventricular oversensing episodes. The patient was asymptomatic. Past lead trends noted varied r-wave sensing amplitudes. The last in-clinic measurement was stable. Performing a chest x-ray was recommended to check for proper lead position. No further information is available.